Manufacturer narrative:
(B)(4). All available information indicated that the hospital kept the product and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low pacing lead impedance measurements less than 200 ohms. Additional information received from the field representative indicated that the cause was not determined. This device and rv lead was explanted. No additional adverse patient effects were reported.